Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a tibial implant is fractured with foreign material on the surface. As the implant was not returned further evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment of the implant is appropriate. There may be slight subsidence of the medial tibial component. Possible osteolysis along the medial tibial plateau which may have contributed to the periprosthetic fracture in this region. A definitive root cause cannot be determined. Complaint is confirmed with the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
The patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to tibial implant fracture. Attempts have been made and no further information has been provided.